Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats. According to the reporter: the endo gia handle would close but would not fire. The green button was pushed. The device would not advance the knife blade or fire the staples. The second handle cracked several times during the firing sequence. Current pt status: pt had a good recovery. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.